Event description:
A report was received from health canada's canada vigilance program which states "complete line change required for a patient on epinephrine, milrinone, cacl, dopamine continuous infusions. The pump was set up and was running for half an hour prior to line change. The patient then was changed over to this pump and within a min the pump said battery discharge and went black." There was patient involvement but no harm. Bd became aware of the additional information through customer follow ups. It was reported by the hospital's clinical engineering team that they performed their own investigation and revealed that the pcu was taken off ac power from aug 7th 11:37:21 until aug 8th 9:31:40 when it shut down due to low battery. It was reported that there were no low battery warnings appeared before pcu shut down. This incident occurred prior to software version 12 upgrade. It was also reported that the issue is now resolved as the devices have been upgraded to software version 12. Although requested, the customer stated that the device will not be sent to bd for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: no devices received, log review only.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states "complete line change required for a patient on epinephrine, milrinone, cacl, dopamine continuous infusions. The pump was set up and was running for half an hour prior to line change. The patient then was changed over to this pump and within a min the pump said battery discharge and went black." There was patient involvement but no harm. Bd became aware of the additional information through customer follow ups. It was reported by the hospital's clinical engineering team that they performed their own investigation and revealed that the pcu was taken off ac power from aug 7th 11:37:21 until aug 8th 9:31:40 when it shut down due to low battery. It was reported that there were no low battery warnings appeared before pcu shut down. This incident occurred prior to software version 12 upgrade. It was also reported that the issue is now resolved as the devices have been upgraded to software version 12. Although requested, the customer stated that the device will not be sent to bd for investigation.